Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The submission numbers of the other products involved in this event: swan ganz catheter 2015691-2019-02901. Swan ganz module 2015691-2019-02971. Hem1 instrument 2015691-20019-02944.

Manufacturer narrative:
The 70cc2 cable was not returned for evaluation as the exact cable that was used could not be identified. A serial number could not be provided. There is no product return. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device service history record review could not be completed as the serial number is unknown. The sg catheter submission is 2015691-2019-02901.

Event description:
It was reported that there was inaccurate values while using the hem1 monitor, sg module and 70cc2 cable with a swan ganz catheter. The hospital rn stated that there was a sick emergent heart patient with good pulses and with good urine output. The cardiac index was 0.9 to 1.4 during patient monitoring. There is limited information available on the event. Patient demographic information is not available. The issue was not able to be isolated to a product. All products involved will be under a separate submission number. The submission numbers will be provided when available. There was no patient harm or injury reported. There was no inappropriate patient treatment reported.